Event description:
No patient harm thus far. The hospital has been experiencing an ongoing trend with ICU medical¿s customized trach cuffs. The first incidents started back in [redacted] and have been ongoing. Incidents have included: cuffs being filled do not fill symmetrically resulting in ongoing leaks, consistent trach changes, trachs not inflating correctly, increased work of breathing for patients, abnormal filling in trach cuff on multiple occasions, and trach balloons not holding enough water (less than 1ml). Staff are now seeing ongoing issues with the standard trach tubes related to asymmetry. ICU medical, when onsite, had indicated that the tubes were ¿unacceptable¿ for use. No replaceable tubes have been provided; we have been informed that these are on back order. ICU medical has been provided with multiple trachs for their internal review (customized and standard), and they have come onsite to our hospital to evaluate. ICU medical has not responded to our ongoing requests for their input on their findings.